Event description:
Consumer complains that handle of toothbrush developed a leak and a brown moldy smelling liquid came in contact with his mouth. Manufactured in germany. Reporter contacted the firm, but received no satisfaction. His concern is of possible bacteria growth in the handle and this substance coming into contact with his oral cavity.